Event description:
Procedure: lobectomy. Patient sex: unk. Reportedly, the surgeon fired the device to the lobe, but some staples in the center of staple line were not formed properly. Part of jaws were stuck with the unformed staples and the tissue was damaged. The surgeon fixed the tissue with suture.